Manufacturer narrative:
On (B)(6) 2021 the customer reported that he went for a swim and got an open book afterwards. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery compartment side, cracked keypad overlay. Device passed displacement, rewind, prime/seating, occlusion, and self tests; it failed basic occlusion, sleep current measurement, and active current measurement tests no unexpected critical pump errors (open book image) were noted during testing. On the other hand, the following were noted during testing: dim backlight, and no insulin flow block at the end of the basic occlusion and force sensor tests. Attempt to download/upload using crest/thus was successful. The adapt tool was utilized to search for any insulin pump errors that can trigger a critical pump errors (open book image) that may have occurred in the past. No such triggering insulin pump errors were found. The case was cut open. After visual inspection, there is corrosion in/around the following: battery board, keypad flex cable terminal; electrical board 1, and pretty much everywhere on both sides of the board; electrical board 2, keypad flex cable terminal, and components on the front side of the board; components on the force sensor flex cable, force sensor flex cable terminal. In summary, the customer¿s report of an open book was not confirmed during testing; however, the dim backlight, and the lack of an "insulin flow block" alarm at the end of fill are due to the moisture damage on both boards as well as the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer stated that they went swimming and there was water in battery slot. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.